Event description:
Additional information: it was reported that the patient symptoms included sweating and intermittent spasticity. The patient was hospitalized. The patient outcome was reported as no injury.

Event description:
It was reported that the pump and catheter were removed because of ineffective therapy. A dye study was performed and appeared normal. The dose was reduced but "patient's symptoms didn't change so they took system out". Drug delivered via the device was lioresal 2000mcgs around 300-400mcgs/day.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).